Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple resume pump alarms occurred. Customer declined troubleshooting with tandem technical support, and declined to provide further information. Customer¿s blood glucose value was in the range of 54-500 mg/dl.